Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. An x-ray revealed externalized conductors on the left ventricular lead. The lead exhibited no electrical anomalies. The lead remained in use until (B)(6) 2014, it was then explanted for an unrelated reason.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found an insulation abrasion at 80.8 cm to 81.3 cm abd ar 82.5 cm to 82.7 cm from the connector pin which breached the re cable lumen.